Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the ria system is intended to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis, and to harvest bone and bone marrow in the treatment of osteomyelitis. A reamer head, was returned with all four tines broken off. Given that the driveshaft used in this case was also returned broken it is likely that the reamer head broke in due to the driveshaft failure. The condition of the returned drive shaft is consistent with damage caused by the device being over torqued. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm(std. Drill speed)be used. The technique guide recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors devices with a torque of up to 17nm are routinely used. Power equipment designed specifically for reaming must not be used. It is possible that use of an incorrect drive unit over torqued the drive shaft tip causing failure which in turn caused the reamer head to break. The reamer head drawing was reviewed and determined to be suitable for the intended design and application. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. As the instruments did break, the complaint is confirmed. Specific details regarding the technique used/application which led to the device failures were not provided. It is likely that drive shaft failed due to excessive force being applied and that this initial failure caused the reamer head to break as well. Because the complaint condition is the result of method of use rather than a design deficiency, the device is determined to be suitable for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hrx. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that two engineering manufactured the 12.0 mm reamer head for ria, part number 352.250, and lot number 7474805 for work order 3616971 and po 1583269. The supplier¿s c of c (dated 11/7/13) indicates that the parts were made to part number 352.250, revision e, and met all required specifications, including dimensional requirements for the diameters prior to slotting. The parts were inspected and conformed to incoming final inspection sheet ns015678, revision f (dated 11/14/13). No ncrs were generated for this lot during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during the operation of a reamer/irrigator/aspirator apparatus, the reamer drive shaft broke in two at the point where the drive shaft meets the reamer head, leaving the reamer head loose on guide wire. The reamer head and broken shaft were recovered by pulling ball tip reaming rod out. A second reamer/irrigator/aspirator apparatus was set up with a new drive shaft, reamer head and tube assembly and the procedure was completed successfully; the drive shaft on that one broke in a similar fashion. The procedure was delayed for ten minutes because of this incident. The pieces of the drive shaft were recovered and no pieces were left in the patient. No patient harm was reported. This is report 3 of 4 for (B)(4).